Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) female patient. Medical history included her kidney was not very good. Concomitant medication included unspecified hypoglycemic drugs. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injection (humalog mix25) through a cartridge via reusable pen (humapen luxura) 18 (units not reported) in the morning and 20 (units not reported) in the evening subcutaneously for the treatment of diabetes mellitus, beginning in 2010. In 2013, she ate mooncake in mid-autumn festival, consequently her fasting blood glucose measured was around 26 to 28 (units not reported) and she received unspecified transfusion for three days in emergency room. Her outpatient physician adjusted her insulin lispro protamine suspension 75%/ insulin lispro 25% dosage from 2 to 3 units every time her blood sugar increased and according to her blood glucose values. Further information about admission and discharge dates, as well as any relevant laboratory test performed was not provided. On (B)(6) 2017, she did not administer insulin lispro protamine suspension 75%/ insulin lispro 25% treatment due to broken humapen luxura ((B)(4)/batch: unknown), consequently sometimes her blood glucose was not very stable (values or units not reported) and took unspecified hypoglycemic treatment to control her blood glucose. Information regarding outcome of the events were not reported. By (B)(6) 2017 insulin lispro protamine suspension 75%/ insulin lispro 25% treatment was not administered and it was unknown when or if insulin lispro protamine suspension 75%/ insulin lispro 25% treatment would be restarted. The patient was the operator of the device and her training status was not provided. The humapen luxura model duration was 7 years, from 2013 to (B)(6) 2017. The reported humapen luxura duration of use was not reported. The action taken with the suspect humapen luxura was not provided and its return was not expected. The reporter consumer did not know if the events were related to insulin lispro protamine suspension 75%/ insulin lispro 25% treatment or humapen luxura. Update 09jan2017: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 10-jan-2017: information received from the rcp on 04-jan-2017. Product complaint reference number was received and processed accordingly. The suspect device was recoded from humapen unknown to humapen luxura. No adverse event information was received.

Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 07feb2017 in the b.5. Field. No addition follow up is planned. Evaluation summary: a female patient reported that insulin would not come out of her humapen luxura device. She experienced increased blood glucose. The device was not returned for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring pen functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) female patient. Medical history included her kidney was not very good. Concomitant medication included unspecified hypoglycemic drugs. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injection (humalog mix25) through a cartridge via reusable pen (humapen luxura unknown body type) 18 (units not reported) in the morning and 20 (units not reported) in the evening subcutaneously for the treatment of diabetes mellitus, beginning in 2010. In 2013, she ate mooncake in mid-autumn festival, consequently her fasting blood glucose measured was around 26 to 28 (units not reported) and she received unspecified transfusion for three days in emergency room. Her outpatient physician adjusted her insulin lispro protamine suspension 75%/ insulin lispro 25% dosage from 2 to 3 units every time her blood sugar increased and according to her blood glucose values. Further information about admission and discharge dates, as well as any relevant laboratory test performed was not provided. On (B)(6) 2017, she did not administer insulin lispro protamine suspension 75%/ insulin lispro 25% treatment due to broken humapen luxura (pc: 3867988 /batch: unknown), consequently sometimes her blood glucose was not very stable (values or units not reported) and took unspecified hypoglycemic treatment to control her blood glucose. Information regarding outcome of the events were not reported. By (B)(6) 2017 insulin lispro protamine suspension 75%/ insulin lispro 25% treatment was not administered and it was unknown when or if insulin lispro protamine suspension 75%/ insulin lispro 25% treatment would be restarted. The patient was the operator of the device and her training status was not provided. The humapen luxura model duration was 7 years, from (B)(6) 2017. The reported humapen luxura duration of use was not reported. The action taken with the suspect humapen luxura was not provided and its return was not expected. The reporter consumer did not know if the events were related to insulin lispro protamine suspension 75%/ insulin lispro 25% treatment or humapen luxura. Update 09jan2017: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 10-jan-2017: information received from the rcp on 04-jan-2017. Product complaint reference number was received and processed accordingly. The suspect device was recoded from humapen unknown to humapen luxura. No adverse event information was received. Update 07feb2017. Additional information received 07feb2017from the product complaint safety database. On the device tab entered the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the medwatch field with the device information, corrected the device to unknown body type from burgundy, and the narrative was updated accordingly. Edit 07feb2017. Case opened to correct additional manufacturer comment on the medwatch field for the device.